Event description:
Patient reported implant rupture. MRI identified, benign breast dysplasia¿, ¿adenosis nodules", "cysts" and seroma. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/nodule: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Cyst: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.

Event description:
Patient reported implant rupture. MRI identified, benign breast dysplasia¿, ¿adenosis nodules", "cysts" and seroma. Device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and device rupture.